Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a bard align mesh was implanted due to intrinsic sphincter deficiency. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain additionally. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 and (B)(6) 2008 due to pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with removal of cervical polyp; due to sui and cervical polyp.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2008 and (B)(6) 2011 due to pain. (B)(4).